Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Update (B)(6) 2016 pfs and medical records received. After review of the medical records for MDR reportability, the revision surgery notes report synovitis, adverse local tissue reaction and elevated serum cobalt chrome levels. Litigation alleges pain and swelling. The complaint was updated on: 09/08/2016 .

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 8/22/2016- litigation received. Litigation alleges the patient suffers from pain, swelling, elevated cobalt levels and metallosis. There is no new additional information that would affect the existing MDR decision.

Event description:
Complaint description: pfs and medical records received. After review of the medical records for MDR reportability, the revision surgery notes report synovitis, adverse local tissue reaction and elevated serum cobalt chrome levels. Update rec'd 8/17/2016: litigation received. Litigation alleges the patient suffers from pain, swelling, elevated cobalt levels and metallosis. There is no new additional information that would affect the existing MDR decision. Update ad 11 sep 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and sticker sheet records. Ppf has no new allegation. Added patient's address, law firm, surgeon and hospital. Doi: (B)(6) 2003, dor: (B)(6) 2014 (right hip).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. No code available is to capture surgical intervention. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Pfs and medical records received. After review of the medical records for MDR reportability, the revision surgery notes report synovitis, adverse local tissue reaction and elevated serum cobalt chrome levels. Litigation received. Litigation alleges the patient suffers from pain, swelling, elevated cobalt levels and metallosis. There is no new additional information that would affect the existing MDR decision. No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.